Event description:
A review of service data detected a reportable event. During servicing of electrode belt (B)(4) which was returned for routine maintenance, it was discovered that the cable connecting the distribution node to the rear therapy electrodes was pulled from the distribution node grommet. In addition, the grommet was pulled out of the distribution node to ECG cable 1 and 2. The last patient to use this belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the cable running from the distribution node to the near therapy electrodes was pulled from the distribution node grommet and the grommet was pulled out of the distribution node to ECG cable 1 and 2. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cables. The last patient to use this belt did not report any problems.